Event description:
Litigation papers allege the following: the patient began suffering pain; hip pain continued to worsen considerably and significantly impair her ability to perform daily activities and even walk; this, combined with patients increased metal ion levels, an x-ray showing early lysis and an MRI showing lateral joint fluid, required patient to undergo hip revision surgery.

Manufacturer narrative:
Patient fact sheet (pfs) form received that provided part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.